Event description:
Implant date: 1992. Post operative x-rays reveal a bone fracture and "loosening" of implant. Revision surgery on 8/12/92 to replace implant. Pt complained of pain. Explanted in 1996 at which time it was noted that there was solid fusion.